Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's representative inquired why the device did not deliver therapy when the patient passed away. The patient's representative stated that the patient's physician said the patient would receive therapy if the patient's heart were to stop. Additional information related to the cause of death was requested and not received. The device remains in the patient. The patient is deceased.